Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure as to treat a moderately calcified, moderately tortuous left anterior descending artery. The 2.5x33mm xience xpedition was deployed; however, a dissection was noted. An unspecified stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.